Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. Drive support was inspected and no anomaly was noted during testing. The insulin pump was received with missing end cap sticker, scratched display window, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a compromised force sensor system alarm between priming and fixed prime. The customer reported that the insulin pump reset itself. The customer's blood glucose was 451 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.